Manufacturer narrative:
Device evaluated, visual inspection performed and found physical condition of the condition has a sticky lcd lens, bubbled downstream sensor seal and a damage battery door. No evidence found on event history log. The reported problem could not be duplicated. No fault found. Product is beyond a year from manufacture date (03/2021) and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump had error code 11128. No patient injury reported.